Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due to the delivery of inappropriate tachy therapy. Upon review, atrial fibrillation (af) was oversensed on the right ventricular (rv) lead channel resulting in the inappropriate delivery of a single atp burst followed by one 41j shock. There was no indication of pacing inhibition greater than two seconds, and the 41j shock converted the af. It was noted that the af appeared to be new. Technical services (ts) reviewed troubleshooting options, however rv sensitivity programming options were limited due to previous oversensing concerns. This crt-d system remains in service. No additional adverse patient effects were reported.